Manufacturer narrative:
The available information suggests no changes were made to the patient's system and this device remains in service. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this cardiac resynchronization therapy defibrillator (crt-d) due to right ventricular (rv) pacing impedance measurements greater than 2,000 ohms. Left ventricular (lv) pacing impedance measurements greater that 2,000 ohms were also observed. The patient was seen in clinic. Rv impedance measurements in clinic were 400 ohms and lv impedance measurements were 800 ohms. Attempts to recreate out of range measurements were unsuccessful. No adverse patient effects were reported.